Event description:
Baxter received complaint from customer. Customer indicated delivery deviation more than 6% on this pump. Pump was in continuous flow mode. Patient receiving nutriflex at 1000 ml or 1500 ml over 10 to 12 hours. Unknown if it was a 1000 or 1500 ml bag in this case. Pump was programmed by a nurse. No patient injury has been reported at this time. No additional patient information is available at this time.